Manufacturer narrative:
D6a. If implanted, give date. The implant date is known only as "2019". Therefore, (B)(6) 2019 is being used to calculate the minimum implant duration. D6b. If explanted, give date the explant date is known only as "(B)(6) 2025". Therefore, (B)(6) 2025 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation, as the hospital opted to retain it in case it is requested by the national health authorities. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy, a 7300tfx29 valve implanted in mitral position was explanted after an implant duration of at least five (5) years and seven (7) months due to calcific degeneration leading to severe stenosis, restricted leaflet mobility and thickened leaflets. The patient presented with dyspnea and fatigue before the reintervention. A 27mm mechanical valve was implanted in replacement. The patient was noted as to be discharged and in good health.